Event description:
Pt had been on home service receiving a heparin infusion. Pt/spouse independent with pump. According to spouse in am they changed heparin bag as usual. Placed bag in fanny pack. Later in day pt complained of not feeling well. Then spouse reports pt collapsed and was taken to emergency center, then transported to another hosp. Pt had been up in maintains visiting. Spouse repeated that they did discovered that the heparin bag was full and pump failed. Heparin level on admission .08. Pt went into kidney failure and never recovered, dying 6 days later. Spouse has pump, so not able to see. Through history key if any malfunction of pump happened.